Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and customer did not identify any notable events before issue occurred. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed that malfunction code could be reset, provided reset instructions, and assisted customer with resetting pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if problem returned.